Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf028 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "port needle started leaking blood on patient and bed. All connections were tight and still connected. Tubing was turning off and needle was clamped. Rn flushed port needle and saline started leaking out of hub connection. (No tubing was brought down with defective powerport ndl) heparin drip".

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asduf028 showed three other similar product complaint(s) from this lot number.

Event description:
It was reported "port needle started leaking blood on patient and bed. All connections were tight and still connected. Tubing was turning off and needle was clamped. Rn flushed port needle and saline started leaking out of hub connection. (No tubing was brought down with defective powerport ndl) heparin drip."